Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed dso calibration, there was no patient involvement.

Manufacturer narrative:
D3. Mfg name: corrected. One device was returned for repair in good condition. Log events was reviewed and there were no errors related to the customer complaint. There were no previous services reported. Visual and functional testing was performed. Found the downstream occlusion (dso) was damaged and the dso seal was degraded. The device did not recognize the cassette, so the latch and flex circuit sensor were replaced. All performed verification testing tests exceeded specifications.